Event description:
I had essure implanted in 2013. Since then I have had numerous issues. I have had pelvic pain, bloating, skin rashes, severe itching, irritability, depression, mood swings, migraines, pain with intercourse, unexplained fatigue and joint pain.